Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed a hole in the inner and outer shaft 3cm from the proximal balloon bond. The diameter of the hole was slightly larger than the outer diameter wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. There was no evidence of any product quality deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty procedure a shaft perforation occurred. The lesion being treated was located in a very tortuous and "really diseased" vessel. Using an unknown guide wire, the physician advanced a 8mm x 2.00mm emerge balloon catheter to the target lesion. It was noted that the guide wire exited the shaft of the balloon catheter. The device was successfully removed. The physician attempted to cross the lesion with other device but was unsuccessful and the procedure was unable to be completed. No patient complications were reported.

Event description:
It was reported that during an angioplasty procedure a shaft perforation occurred. The lesion being treated was located in a very tortuous and "really diseased" vessel. Using an unknown guide wire, the physician advanced a 8mm x 2.00mm emerge balloon catheter to the target lesion. It was noted that the guide wire exited the shaft of the balloon catheter. The device was successfully removed. The physician attempted to cross the lesion with other device but was unsuccessful and the procedure was unable to be completed. No patient complications were reported.